Manufacturer narrative:
Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate high readings was not duplicated during testing. Readings as described by customer were found on the meter internal log.

Event description:
Caller received readings of 130 and 171 mg/dl within a 10 minute period. Results vary more than the manufacturer's allowed 20% variance.